Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for (B)(4) was performed from date of manufacture 04/10/2014 to present date 10/07/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed the leak down test during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8300 failed leak down test. Technical support: reviewed test set up with dino and found out the exhaust was not close off. Advised dino to correct his test set up by cap off the exhaust. Dino will correct his test set up. If dino still have problem, he will call back. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/10/2014 to present date 10/07/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed.

Event description:
It was reported that the device failed the leak down test during preventative maintenance. There was no patient involvement.